Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a totalcare bed alarm failed and the patient fell. On the day of the event, the patient exited the bed which resulted in a fall ¿causing a cut/laceration to the patient's head and knee¿. The bed exit alarm was set; however, no sound or message was sent to the nurse¿s station. It was noted that the staff realized that the patient exited bed due to electronic leads that were attached to the patient disconnected during the fall. Although medical intervention such as sutures or stitches was not reported, it is reasonable to conclude that treatment of the wound was required. No further information was available at the time of this report. And knee as a result of the fall. There were no other devices reported to be involved. The customer already communicated this event to another baxter department or authority: (B)(6). The device was requested for service/inspection by baxter.

Manufacturer narrative:
Additional information: d9, h6 and h11. H11: the device was inspected onsite. During inspection, the bed was noted to not send any signal to nurses station using stryker bed buttons while plugged into wall same as alleged with our total care bed. Only the hand remote nurse call button functions to send nurse call signal. The baxter medical device referenced in this complaint has reached the end of its design life. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.